Event description:
There was an allegation of questionable results for 16 patient samples tested with a new reagent pack of elecsys tsh (tsh) on a cobas e 801 analytical unit. The initial results for all 16 patients were 0.01 u/ml accompanied by a data flag. The repeated results were all significantly higher and considered to be correct. The following are examples of the types of discrepant results received for five patient samples: sample ID (B)(6) initial result was 0.01 u/ml and the rerun result was 20.20 u/ml. Sample ID (B)(6) initial result was 0.01 u/ml and the rerun result was 4.30 u/ml. Sample ID (B)(6) initial result was 0.01 u/ml and the rerun result was 4.19 u/ml. Sample ID (B)(6) initial result was 0.01 u/ml and the rerun result was 3.34 u/ml. Sample ID (B)(6) initial result was 0.01 u/ml and the rerun result was 3.05 u/ml. The questionable results were reported outside of the laboratory. The serial number of the cobas e 801 analytical unit is (B)(4).

Manufacturer narrative:
It was alleged that a new package of tsh reagent was used for the measurements and control was not performed from the corresponding package before the samples were measured. A later control measure was performed and it was within the specified limits. No calibration of the package was performed in the meantime. The investigation is ongoing.

Manufacturer narrative:
The initial report stated the initial result for all the patients was 0.01 u/ml. The specific results were provided and should read: for sample ID: (B)(6), the initial result was 0.00500 uiu/ml. For sample ID: (B)(6), the initial result was 0.00500 uiu/ml. For sample ID: (B)(6), the initial result was 0.00500 uiu/ml. For sample ID: (B)(6), the initial result was 0.0523 uiu/ml. For sample ID: (B)(6), the initial result was 0.00500 uiu/ml.

Manufacturer narrative:
A general instrument or reagent problem could not be identified. Based on the data provided a clear root cause could not be identified. The issue is consistent with bubbles on the reagent during the handling/transport from the storage space to the instrument loader. The customer started a new pack of the reagent and confirmed that qc was in range.